Event description:
It was reported the patient's omnipod dash controller/personal diabetes manager (pdm) battery was swollen. The patient did not attempt to turn on the pdm. There was no information provided regarding whether the patient utilised a charging cord supplied by insulet. No harm to the patient was reported. A replacement pdm was issued to the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res# (B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.